Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat a non-tortuous, severely calcified lesion with 80% stenosis in the mid obtuse marginal (om). The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated using a 2.0x20mm non-medtronic balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, excessive force was not used during delivery.  It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning. The procedure was completed using a non-medtronic stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts bunched. Blood was evident in between the balloon folds. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Additional information: procedural images were returned for evaluation. The images confirmed the presence of a lesion in the left circumflex (lcx)/obtuse marginal (om) 1. There was no evidence of the attempted but unsuccessful delivery of the resolute onyx stent. The target vessel/lesion was pre-dilated followed by deployment of a stent in the mid to distal om1. This stent was post dilated and the more proximal vessel further pre-dilated. This was followed with delivery and deployment of a stent overlapping with the mid to distal stent in the proximal to mid om1. Both stents and the entire vessel were post dilated. The vessel is confirmed to have been diffusely severely calcified. The vessel morphology most likely impacted on the unsuccessful delivery of the resolute onyx stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code added correction: patient identifier updated (a1) patient age and date of birth added (a2) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.